Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to diabetes ketoacidosis. Customer experienced vomiting, nausea and blood in vomit. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was hospitalized for two days. Customer did not want to troubleshoot, requested a replacement of the insulin pump. Nothing further reported.